Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 24/oct/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) experienced a fluid leak (approximately 48-hours) originating from the pd catheter (not a fresenius product) on (B)(6) 2024. During follow-up, the patient¿s home program manager (hpm) and pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of a leaking pd catheter, cloudy peritoneal effluent fluid, slight abdominal pain, and fever. A peritoneal effluent fluid culture and cell count (wbc = 1146 /mm3, polymorph cells = 84 %, color = hazy) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 4-5 days (duration not provided) and ip cephalexin (dose, frequency, duration not provided). The patient¿s peritoneal effluent culture result returned positive for gram-positive viridans streptococcus, and the patient¿s cephalexin was discontinued. The pdrn attributed causality to a breach in aseptic technique as the patient admitted not wearing a mask or washing their hands prior to setting up for treatment. Additionally, the hole in the patient¿s pd catheter (near adapter, appeared the ¿old beta cap¿ pushed through the pd catheter due to constant bending of the tube) was likely a contributing factor. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue and is recovering from the serious adverse events. At no point during follow-up was a fresenius device(s) and or product(s) malfunction or deficiency reported.

Event description:
On 24/oct/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) experienced a fluid leak (approximately 48-hours) originating from the pd catheter (not a fresenius product) on (B)(6) 2024. During follow-up, the patient¿s home program manager (hpm) and pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of a leaking pd catheter, cloudy peritoneal effluent fluid, slight abdominal pain, and fever. A peritoneal effluent fluid culture and cell count (wbc = 1146 /mm3, polymorph cells = 84 %, color = hazy) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 4-5 days (duration not provided) and ip cephalexin (dose, frequency, duration not provided). The patient¿s peritoneal effluent culture result returned positive for gram-positive viridans streptococcus, and the patient¿s cephalexin was discontinued. The pdrn attributed causality to a breach in aseptic technique as the patient admitted not wearing a mask or washing their hands prior to setting up for treatment. Additionally, the hole in the patient¿s pd catheter (near adapter, appeared the ¿old beta cap¿ pushed through the pd catheter due to constant bending of the tube) was likely a contributing factor. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue and is recovering from the serious adverse events. At no point during follow-up was a fresenius device(s) and or product(s) malfunction or deficiency reported.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by fever, slight abdominal pain, and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn attributed causality to a breach in aseptic technique, as the patient was not wearing a mask or washing his hands prior to setting up the treatment. Viridans streptococcus is commonly found in the mouth, gastrointestinal, genitourinary, and respiratory tract of humans. Concurrently it was discovered the patient¿s pd catheter (not a fresenius product) was leaking due to long term use and was a likely contributing factor. At no point during follow-up was a fresenius device(s) and or product(s) malfunction or deficiency reported. Those individuals undergoing pd therapy for rrt (manual or cycler based) are known to be at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications.